Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye. The reason for the explant was due to tremendous glare at night. An incision enlargement of 3.0mm was required. The lens was replaced with an amo tecnis monofocal lens and the patient was reported as doing well post op.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received already cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. There is no complaint related test but in-line optical inspection data showed the lens was within specifications in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. In addition the dfu adequately provided some warnings of some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. All pertinent information available to abbott medical optics has been submitted.